Manufacturer narrative:
There was no button error alarm noted. The down arrow button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer stated that at the button of the screen there was a message stating that a button had been pressed for more than three minutes. The customer had treated with manual injections. The customer's blood glucose was 11.6 mmol/l. The discontinuation of the device was advised. Nothing further was reported.